Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / malposition of essure device (location of device: left coil within uterine cavity) / migration of essure device (location of device: left coil to uterine cavity)"), fallopian tube perforation ("perforation (fallopian tube(s))") and device breakage ("expulsion of metal parts from vagina") in a 26-year-old female patient who had essure (batch no. A33670-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obesity on (B)(6)2014, urinary tract infection (treatment: medications; during pregnancy only), rectal bleeding, cesarean section and endometrial ablation. She denied fever, chills, dizziness, or headache. Concurrent conditions included ovarian cyst, hypertension (treatment: office visits/medication) since 2017 and herpes simplex. Concomitant products included etonogestrel from april 2013 to (B)(6)2014 for birth control as well as bactrim (sulfamethoxazole/trimethoprim) since 2014, docusate sodium (doc-q-lace) since 2014, hydrocodone from 2013 to 2015, ibuprofen from 2014 to 2016, naproxen since 2014, ondansetron (zofran) from 2014 to 2015, oxycocet (percocet) from 2014 to 2015, prednisone since 2012, procaterol hydrochloride (pro-air) since 2012, prochlorperazine since 2014, promethazine since 2012 and valaciclovir since 2013. On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced dyspareunia ("heavy pain during intercourse / dyspareunia (painful sexual intercourse)"), headache ("headaches / headaches"), migraine ("migraine / migraines") and weight decreased ("weight loss"). On (B)(6)2014, 1 month 5 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6)2014, the patient experienced nausea ("nausea"). In (B)(6)2014, the patient experienced pelvic pain ("pain / severe pain / pain / pelvic pain"). On (B)(6)2014, the patient experienced vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)") and device expulsion ("expulsion of essure device / essure coil ejected from vagina"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), arthralgia ("joint pain"), menstruation irregular ("irregular menstruation"), menorrhagia ("prolonged menstruation"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping/ lower abdominal pain"), abdominal distension ("bloating"), hormone level abnormal ("hormonal changes") and wound infection ("wound infection"). The patient was treated with surgery (hysterectomy and salpingectomy with removal of essure devices on (B)(6)2014), surgery (hysterectomy and salpingectomy with removal of essure devices on (B)(6)2014) and surgery. Essure was removed on (B)(6)2014. At the time of the report, the uterine perforation, fallopian tube perforation, headache, migraine and wound infection had not resolved and the device breakage, pelvic pain, fatigue, arthralgia, menstruation irregular, menorrhagia, dyspareunia, abdominal pain, abdominal pain lower, abdominal distension, hormone level abnormal, vaginal discharge, nausea, dysmenorrhoea, device expulsion and weight decreased outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, uterine perforation, vaginal discharge, weight decreased and wound infection to be related to essure. The reporter commented: she took nexplanon drug for birth control during (B)(6)2013 to (B)(6)2014. Healthcare provider told about results that ¿the left side was a little off placement but nothing to worry about, procedure was successful on (B)(6)2014.¿ diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.9 kg/sqm. On (B)(6)2014 transvaginal ultrasound (tvu) should unilateral occlusion (right tube occluded) and malposition of essure device. On (B)(6)2014, pelvic ultrasound showed the left essure device is malpositioned within the uterine cavity. The right side is appropriately located. No other abnormality is identified. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: expulsion of metal parts from vagina. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2018: quality safety evaluation of ptc. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / malposition of essure device (location of device: left coil within uterine cavity) / migration of essure device (location of device: left coil to uterine cavity)"), fallopian tube perforation ("perforation (fallopian tube(s))") and device breakage ("expulsion of metal parts from vagina") in a 26-year-old female patient who had essure (batch no. A33670-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obesity on (B)(6) 2014, urinary tract infection (treatment: medications; during pregnancy only), rectal bleeding, cesarean section and endometrial ablation. She denied fever, chills, dizziness, or headache. Concurrent conditions included ovarian cyst, hypertension (treatment: office visits/medication) since 2017 and herpes simplex. Concomitant products included etonogestrel from april 2013 to august 2014 for birth control as well as bactrim (sulfamethoxazole/trimethoprim) since 2014, docusate sodium (doc-q-lace) since 2014, hydrocodone from 2013 to 2015, ibuprofen from 2014 to 2016, naproxen since 2014, ondansetron (zofran) from 2014 to 2015, oxycocet (percocet) from 2014 to 2015, prednisone since 2012, procaterol hydrochloride (pro-air) since 2012, prochlorperazine since 2014, promethazine since 2012 and valaciclovir since 2013. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("heavy pain during intercourse / dyspareunia (painful sexual intercourse)"), headache ("headaches / headaches"), migraine ("migraine / migraines") and weight decreased ("weight loss"). On (B)(6) 2014, 1 month 5 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced pelvic pain ("pain / severe pain / pain / pelvic pain"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)") and device expulsion ("expulsion of essure device / essure coil ejected from vagina"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), arthralgia ("joint pain"), menstruation irregular ("irregular menstruation"), menorrhagia ("prolonged menstruation"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping/ lower abdominal pain"), abdominal distension ("bloating"), hormone level abnormal ("hormonal changes") and wound infection ("wound infection"). The patient was treated with surgery (hysterectomy and salpingectomy with removal of essure devices on (B)(6) 2014), surgery (hysterectomy and salpingectomy with removal of essure devices on (B)(6) 2014) and surgery. Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, fallopian tube perforation, headache, migraine and wound infection had not resolved and the device breakage, pelvic pain, fatigue, arthralgia, menstruation irregular, menorrhagia, dyspareunia, abdominal pain, abdominal pain lower, abdominal distension, hormone level abnormal, vaginal discharge, nausea, dysmenorrhoea, device expulsion and weight decreased outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, uterine perforation, vaginal discharge, weight decreased and wound infection to be related to essure. The reporter commented: she took nexplanon drug for birth control during apr 2013 to aug 2014. Healthcare provider told about results that ¿the left side was a little off placement but nothing to worry about, procedure was successful on (B)(6) 2014¿ . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.9 kg/sqm. On (B)(6) 2014 transvaginal ultrasound (tvu) should unilateral occlusion (right tube occluded) and malposition of essure device. On (B)(6) 2014, pelvic ultrasound showed the left essure device is malpositioned within the uterine cavity. The right side is appropriately located. No other abnormality is identified. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: expulsion of metal parts from vagina. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-aug-2018: quality-safety evaluation of product technical complaint. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / malposition of essure device (location of device: left coil within uterine cavity) / migration of essure device (location of device: left coil to uterine cavity)"), fallopian tube perforation ("perforation (fallopian tube(s))") and device breakage ("expulsion of metal parts from vagina") in a 26-year-old female patient who had essure (batch no. A33670) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obesity on (B)(6) 2014, urinary tract infection (treatment: medications; during pregnancy only), rectal bleeding, cesarean section and endometrial ablation. She denied fever, chills, dizziness, or headache. Concurrent conditions included ovarian cyst, hypertension (treatment: office visits/medication) since 2017 and herpes simplex. Concomitant products included etonogestrel from april 2013 to august 2014 for birth control as well as bactrim (sulfamethoxazole/trimethoprim) since 2014, docusate sodium (doc-q-lace) since 2014, hydrocodone from 2013 to 2015, ibuprofen from 2014 to 2016, naproxen since 2014, ondansetron (zofran) from 2014 to 2015, oxycocet (percocet) from 2014 to 2015, prednisone since 2012, pyrocatecol hydrochloride (pro-air) since 2012, prochlorperazine since 2014, promethazine since 2012 and valaciclovir since 2013. On (B)(6) 2014, the patient had essure inserted. In may 2014, the patient experienced dyspareunia ("heavy pain during intercourse / dyspareunia (painful sexual intercourse)"), headache ("headaches / headaches"), migraine ("migraine / migraines") and weight decreased ("weight loss"). On (B)(6) 2014, 1 month 5 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced nausea ("nausea"). In july 2014, the patient experienced pelvic pain ("pain / severe pain / pain / pelvic pain"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)") and device expulsion ("expulsion of essure device / essure coil ejected from vagina"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), arthralgia ("joint pain"), menstruation irregular ("irregular menstruation"), menorrhagia ("prolonged menstruation"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping/ lower abdominal pain"), abdominal distension ("bloating"), hormone level abnormal ("hormonal changes") and wound infection ("wound infection"). The patient was treated with surgery (hysterectomy and salpingectomy with removal of essure devices on (B)(6) 2014), surgery (hysterectomy and salpingectomy with removal of essure devices on (B)(6) 2014) and surgery. Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, fallopian tube perforation, headache, migraine and wound infection had not resolved and the device breakage, pelvic pain, fatigue, arthralgia, menstruation irregular, menorrhagia, dyspareunia, abdominal pain, abdominal pain lower, abdominal distension, hormone level abnormal, vaginal discharge, nausea, dysmenorrhoea, device expulsion and weight decreased outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, uterine perforation, vaginal discharge, weight decreased and wound infection to be related to essure. The reporter commented: she took nexplanon drug for birth control during apr 2013 to aug 2014. Healthcare provider told about results that ¿the left side was a little off placement but nothing to worry about, procedure was successful on (B)(6) 2014¿ diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.9 kg/sqm. On (B)(6) 2014 transvaginal ultrasound (tvu) should unilateral occlusion (right tube occluded) and malposition of essure device. On (B)(6) 2014, pelvic ultrasound showed the left essure device is malpositioned within the uterine cavity. The right side is appropriately located. No other abnormality is identified. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: expulsion of metal parts from vagina. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received:the event wound infection added. Events outcome uterine perforation,fallopian tube perforation,wound infection added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / malposition of essure device (location of device: left coil within uterine cavity) / migration of essure device (location of device: left coil to uterine cavity)") and fallopian tube perforation ("perforation (fallopian tube(s))") in a 26-year-old female patient who had essure (batch no. A33670) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obesity on (B)(6) 2014 and urinary tract infection (treatment: medications; during pregnancy only). Concurrent conditions included cyst nos (treatment: 1 office visit) and hypertension (treatment: office visits/medication) since 2017. Concomitant products included etonogestrel from april 2013 to august 2014 for birth control as well as bactrim (sulfamethoxazole/trimethoprim) since 2014, docusate sodium (doc-q-lace) since 2014, hydrocodone from 2013 to 2015, ibuprofen from 2014 to 2016, naproxen since 2014, ondansetron (zofran) from 2014 to 2015, oxycocet (percocet) from 2014 to 2015, prednisone since 2012, procaterol hydrochloride (pro-air) since 2012, prochlorperazine since 2014, promethazine since 2012 and valaciclovir since 2013. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("heavy pain during intercourse / dyspareunia (painful sexual intercourse)"), headache ("headaches / headaches"), migraine ("migraine / migraines") and weight decreased ("weight loss"). On (B)(6) 2014, 1 month 5 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced pelvic pain ("pain / severe pain / pain / pelvic pain"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)") and device expulsion ("expulsion of essure device / essure coil ejected from vagina"). On an unknown date, the patient experienced fatigue ("fatigue"), arthralgia ("joint pain"), menstruation irregular ("irregular menstruation"), menorrhagia ("prolonged menstruation"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping/ lower abdominal pain"), abdominal distension ("bloating") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy and salpingectomy with removal of essure devices on (B)(6) 2014) and surgery (hysterectomy and salpingectomy with removal of essure devices on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, fatigue, arthralgia, menstruation irregular, menorrhagia, dyspareunia, abdominal pain, abdominal pain lower, abdominal distension, headache, migraine, hormone level abnormal, vaginal discharge, nausea, dysmenorrhoea, device expulsion and weight decreased outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, uterine perforation, vaginal discharge and weight decreased to be related to essure. The reporter commented: she took nexplanon drug for birth control during apr 2013 to aug 2014. Healthcare provider told about results that ¿the left side was a little off placement but nothing to worry about, procedure was successful on (B)(6) 2014¿ diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.9 kg/sqm. On (B)(6) 2014 transvaginal ultrasound (tvu) should unilateral occlusion (right tube occluded) and malposition of essure device. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received. Events added from pfs migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, perforation (fallopian tube(s)), weight loss, uterine perforation. Device dislocation clubbed with uterine perforation. Lot number added a33670. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / malposition of essure device (location of device: left coil within uterine cavity) / migration of essure device (location of device: left coil to uterine cavity)"), fallopian tube perforation ("perforation (fallopian tube(s))") and device breakage ("expulsion of metal parts from vagina") in a 26-year-old female patient who had essure (batch no. A33670) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included obesity on (B)(6) 2014, urinary tract infection (treatment: medications; during pregnancy only), rectal bleeding and cesarean section. She denied fever, chills, dizziness, or headache. Concurrent conditions included ovarian cyst, hypertension (treatment: office visits/medication) since 2017 and herpes simplex. Concomitant products included etonogestrel from april 2013 to august 2014 for birth control as well as bactrim (sulfamethoxazole/trimethoprim) since 2014, docusate sodium (doc-q-lace) since 2014, hydrocodone from 2013 to 2015, ibuprofen from 2014 to 2016, naproxen since 2014, ondansetron (zofran) from 2014 to 2015, oxycocet (percocet) from 2014 to 2015, prednisone since 2012, procaterol hydrochloride (pro-air) since 2012, prochlorperazine since 2014, promethazine since 2012 and valaciclovir since 2013. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("heavy pain during intercourse / dyspareunia (painful sexual intercourse)"), headache ("headaches / headaches"), migraine ("migraine / migraines") and weight decreased ("weight loss"). On (B)(6) 2014, 1 month 5 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced pelvic pain ("pain / severe pain / pain / pelvic pain"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)") and device expulsion ("expulsion of essure device / essure coil ejected from vagina"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), arthralgia ("joint pain"), menstruation irregular ("irregular menstruation"), menorrhagia ("prolonged menstruation"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping/ lower abdominal pain"), abdominal distension ("bloating") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy and salpingectomy with removal of essure devices on (B)(6) 2014), surgery (hysterectomy and salpingectomy with removal of essure devices on (B)(6) 2014) and surgery. Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, pelvic pain, fatigue, arthralgia, menstruation irregular, menorrhagia, dyspareunia, abdominal pain, abdominal pain lower, abdominal distension, headache, migraine, hormone level abnormal, vaginal discharge, nausea, dysmenorrhoea, device expulsion and weight decreased outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, menorrhagia, menstruation irregular, migraine, nausea, pelvic pain, uterine perforation, vaginal discharge and weight decreased to be related to essure. The reporter commented: she took nexplanon drug for birth control during apr 2013 to aug 2014. Healthcare provider told about results that ¿the left side was a little off placement but nothing to worry about, procedure was successful on (B)(6) 2014¿ diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.9 kg/sqm. On (B)(6) 2014 transvaginal ultrasound (tvu) should unilateral occlusion (right tube occluded) and malposition of essure device. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: expulsion of metal parts from vagina. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new event added- expulsion of metal parts from vagina and reporter's information added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 25-jan-2017: quality safety evaluation of ptc. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and had device migration. A robotic hysterectomy and removal of essure devices were performed. The event is anticipated according to the reference safety information for essure. Migration is often used synonymously with perforation. It is sometimes used to imply that a complete perforation occurred not immediately, but over time, e.g. When an undiagnosed partial perforation during insertion gradually leads to a complete perforation. Often migration is reported when the exact time point of perforation is not known. Sometimes migration through the fallopian tube is suspected by the reporter, because the essure insert is found in the abdomen and no apparent perforation can be identified. Therefore, based on the information provided and possible mechanism of migration, a causal relationship between the event and essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product technical complaint analysis concluded that a quality defect could not be confirmed but is considered plausible and a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced device dislocation (serious criteria medically significant and clinically significant/intervention required), pelvic pain ("pain / severe pain"), fatigue ("fatigue"), arthralgia ("joint pain"), menstruation irregular ("irregular menstruation"), menorrhagia ("prolonged menstruation"), dyspareunia ("heavy pain during intercourse"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), headache ("headaches"), migraine ("migraine"), hormone level abnormal ("hormonal changes"), vaginal discharge ("vaginal discharge") and device expulsion ("expulsion of a coil"). The patient was treated with surgery (robotic hysterectomy and removal of essure devices on (B)(6) 2014). Essure was withdrawn. At the time of the report, the device dislocation, pelvic pain, fatigue, arthralgia, menstruation irregular, menorrhagia, dyspareunia, abdominal pain, abdominal pain lower, abdominal distension, headache, migraine, hormone level abnormal, vaginal discharge and device expulsion outcome was unknown. The reporter considered device dislocation, pelvic pain, fatigue, arthralgia, menstruation irregular, menorrhagia, dyspareunia, abdominal pain, abdominal pain lower, abdominal distension, headache, migraine, hormone level abnormal, vaginal discharge and device expulsion to be related to essure. Company causality comment: a female plaintiff had essure (fallopian tube occlusion insert) inserted and had device migration. A robotic hysterectomy and removal of essure devices were performed. The event is anticipated according to the reference safety information for essure. Migration is often used synonymously with perforation. It is sometimes used to imply that a complete perforation occurred not immediately, but over time, e.g. When an undiagnosed partial perforation during insertion gradually leads to a complete perforation. Often migration is reported when the exact time point of perforation is not known. Sometimes migration through the fallopian tube is suspected by the reporter, because the essure insert is found in the abdomen and no apparent perforation can be identified. Therefore, based on the information provided and possible mechanism of migration, a causal relationship between the event and essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.